Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Event description:
As reported, approximately 8 month post op the initial tsa, this female patient had right knee pain with effusion and had a right knee aspiration performed on (B)(6) 2016.